Manufacturer narrative:
(B)(4) has been initiated for this issue. Model is unknown, serial number/date code (B)(4). The owner's manual part was issued with this device. It is unknown if the facility has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare . The resident's age, height and weight are unknown. The resident's medical condition, stability and medication regimen are unknown. The facilities technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Facility called stating that the head deck on the unknown carroll healthcare bed is allegedly bent. Replacement part has been ordered.